Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was worn in pocket. Customer's blood glucose was 110 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to corroded keypad traces. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.